Event description:
The facility reports someone received a "reload set 163" message on the display of their homechoice machine during the prime cycle prior to their automated peritoneal dialysis (apd) treatment. At some point either before or after the alarm sounded, a leak was noted in the patient line "at the connector level". No patient injury or medical intervention was reported at the time of initial report by affiliate.